Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarm noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are hard to press and sometimes buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error and keypad anomaly. Customer's blood glucose was 100 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.